Event description:
It is reported that a customer experienced low blood glucose of 50 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer was concerned about the discrepancy for the sensor and blood glucose readings. The customer was educated on the calibration practices required to keep the system working correctly. The customer did not want to speak to the help line but wanted the charger of their sensor replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.